Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that at odd times the stimulator increased in strength when walking, bending and stretching. It was reported that this had been going on since implant. The patient reported increased stimulation and thought it may have been adaptive stim that needed to be adjusted. The patient reported that when stimulator was implanted they reduced the coverage area in the body, they stated wanting to see if he can get a larger area of pain coverage. No further complications were reported.